Event description:
Complainant alleged that during a routine shift check by a clinician, the device was attached to the paddles and toggled between "pads" to "internal paddles" to "paddles" mode. Complainant indicated that there was no pt involvement in the reported malfunction.